Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence urgency frequency. It was reported that the patient mentioned she went to the hospital because their leads came loose, and they also had constipation. No further complications were reported at this time.